Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.501.080-us, lot: 7635218, manufacturing site: hagendorf, release to warehouse date: october 18, 2011. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The customer reported the application instrument for sternal zipfix was no longer tensioning when engaged with the ties. The repair technician reported the nut/shaft did not have loctite and handle screws were replaced. The reason for repair is lube/oil/clean. The cause of the issue was not determined. The handle screws were replaced. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 40. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the application instrument for sternal zipfix was no longer tensioning when engaged with the ties. There was no patient or procedure involvement. This report is for an application instrument for sternal zipfix. This is report 1 of 1 (B)(4).